Event description:
It was reported that prior to implant, the helix could not be retracted. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The helix actuation was jumpy when tested in the laboratory. The cause could not be determined.